Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified nor duplicated. However, the generator interface board was replaced preemptively. The system was found to be operating as intended.